Manufacturer narrative:
We are awaiting device return. If the device is returned for evaluation, a follow up report will be submitted.

Event description:
It was reported during an ablation procedure, there was leakage at the handle of the catheter. There were no consequences to the patient.